Manufacturer narrative:
D9: date received unknown. H3: one pump was returned for analysis in used condition. Visual inspection found the downstream occlusion (dso) seal was delaminated. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer's reported problem. The dso seal was observed to be lifting between the dso seal and air in line sensor. The cause was not enough glue used when applying the dso seal. The dso seal was replaced to correct this issue.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device¿s downstream occlusion (dso) seal was peeling off. The event occurred during testing. There was no patient involvement and no patient harm.